Event description:
Reporter alleged blood glucose measured 56, 266, and 287 mg/dl when all tests were performed within 5 minutes. Customer stated having no symptoms at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.